Event description:
The user facility reported that during endoscopic retrograde cholangiopancreatography (ercp) stent removal, while retrieving a misplaced stent, the coating of the involved single use guidewire came off and fell into the patient body. A large portion of the coating was washed into the intestine, and only small pieces could be retrieved. The procedure was completed after replacing the device with a similar one. There have been no subsequent clinical symptoms, subjective or objective findings, or no other health hazards to the patient.

Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Actual samples returned included a guidewire main body and four peeled pieces. Visual inspection of the actual samples (digital microscope): · guidewire main body. Abrasions were observed at approx. 185mm, 187mm, and 200 mm from the distal end. The ptfe coat was peeled off at several locations in the area from approx. 200 mm to 1615 mm from the distal end. O there was no anomaly in the appearance, such as a peeling of outer layer, in the other areas. · peeled pieces. All of them were filamentous with white and black spots. Ft-ir analysis: the peeled pieces were subjected to qualitatively analysis by ft-ir*. As a result, the spectrum of the peeled pieces were confirmed to be similar to that of ptfe. *ft-ir (fourier transform infrared spectroscopy method): *ft-ir (fourier transform infrared spectroscopy): an analysis method used to identify the molecular structure of an object by analyzing the spectrum obtained from infrared radiation applied to the measurement target. Since the wavelength of the infrared radiation absorbed is nearly distinctive for each object, it is possible to conduct qualitative analysis of the object by comparing it with a standard sample of infrared absorption spectrum. Dimensions of the main body (thickness gauge): the outer diameter (undamaged section) met the factory's control standards. No anomaly was observed. No anomaly was found in the manufacturing record and the product inspection record. No similar issues have been reported from other facilities. Based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions of the actual sample. It was inferred that the peeled pieces originated from the ptfe coat section, as their components were identified to be similar to those of ptfe coat. As a possible cause in this case, it was inferred that the actual sample experienced an abrasion load when it came into strong contact with a hard object (such as forceps or a snare), resulting in the abrasion and peeling of the ptfe coat. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.